Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. No additional event information was provided. Customer¿s blood glucose level was 260 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.